Manufacturer narrative:
The customer declined gambro's request to have the machine inspected by a gambro technical service reprehensive. The machine continued to be used on other pts without problems observed. Five days after the event, following an unrelated issue on the same machine, the customer required an inspection by a gambro technician. The technician determined the ph probe was not functioning and the probe was replaced, otherwise the machine was operating within MFR's specification. The machine is currently in use. No further issues have been reported to gambro.

Event description:
During the dialysis treatment the pt complained of "feeling funny" and shortness of breath. The pt was administered 2l of oxygen per nasal cannula. Her blood pressure was increased to 223/124 mmhg. She was briefly disconnected from treatment to go to the bathroom. Following the dialysis treatment the pt was discharged home. Several hours later, the pt was admitted to the hospital's ICU with the diagnosis of hemolysis. While hospitalized she received a transfusion of one unit of blood. Her conditio rapidly improved following the transfusion. She was discharged from the hospital and has transferred to another outpatient dialysis unit. The medical info provided is limited and the only lab info indicates the pt had a drop in hgb, increased bilirubin level and elevated potassium level. The medical director of the unit had no additional info to provide. The cause of the hemolysis is not known. The nurse reported that no kinks were observed in the tubing, and no unusual noises were heard from the blood pump. The dialyzer and blood tubing set have been discarded and not available for investigation.